Event description:
It was reported that the device was in a hardware reset mode as such, the device was explanted.

Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed the reported reset in the laboratory. The reason for the hardware vvi (hwvvi) reset was a power-on-reset. The hwvvi was removed and the device was tested on the bench and on the automated test equipment. No anomaly was detected and the device met all specifications. The reset could not be replicated on the bench. The cause was undetermined.